Event description:
Senseonics was made aware of an incident where user reported a hospitalization event that occurred on (B)(6) 2025, stating they went to the emergency room due to a previously reported infection, at the time of the call, the user reported feeling well. The event was related to diabetes; however, no example was provided as the user was not using the system due to the infection. The user received antibiotic treatment at the hospital but was unable to provide the name of the antibiotic as they were not at home during the call. The user's healthcare provider (hcp) is aware of the event. Per dms records, the user has not been using the system since friday, (B)(6) 2025 at 1:31 pm.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported a hospitalization event that occurred on 28-dec-2025, stating they went to the emergency room due to a previously reported infection, at the time of the call, the user reported feeling well. The event was related to diabetes; however, no example was provided as the user was not using the system due to the infection. The user received antibiotic treatment at the hospital but was unable to provide the name of the antibiotic as they were not at home during the call. The user's healthcare provider (hcp) is aware of the event. Per dms records, the user has not been using the system since friday, (B)(6) 2025 at 1:31 pm.